Manufacturer narrative:
Ticket searches determined that there is an increase in complaint activity for lot 86156li00, but there are no trends identified for the complaint issue. Sensitivity testing was performed with a retained kit of lot 86156li00 and the results of the testing showed normal performance of the kit. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Historical performance in the field of architect hiv ag/ab combo assay using world wide data through abbottlink was evaluated. The field data was used to evaluate the number of standard deviations to the cut-off for the negative population tested with lot 86156li00 and the median for the negative population was within the established limits. Return testing was not completed as returns were not available. A review of the instrument log was performed, but no additional issues were identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect hiv ag/ab combo, lot 86156li00.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer reported (B)(6) results on one post partum patient. The results provided were: on (B)(6) 2018, after childbirth, (B)(6) / repeated on a different architect = (B)(6). The patient was previously architect (B)(6) and that sample was tested with other methods, nat assay, the results were (B)(6). The patient was treated as a non-infected individual. There was no reported impact to patient management.